Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated when they went to use the patient programmer it was not connecting to the ins. They described seeing the poor communication screen. They stated they did not know if the ins was even working. Troubleshooting was not done on the call due to lack of access to the product. Troubleshooting steps for the patient to try were reviewed. It was also reviewed they may try calling patient services back of consider reaching out to their healthcare provider to have the ins checked. No patient symptoms were reported. No further complications were reported or anticipated.